Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk implantable pacemaker cardio/defib (B)(6) 2009; 5076 implantable pacing lead, (B)(6) 2009; 6935 implantable tachy lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient began experiencing diaphragmatic stimulation from the left ventricular (lv) lead with no success of defusing the stimulation at different programmed outputs and pulse widths. It was also reported that a remote monitor transmission revealed high lv pacing impedance from the historically programmed lv tip to right ventricular (rv) coil. Therefore, the patient was brought in for follow up; chest x-rays looked normal, however, discussion turning off lv pacing all together. The lv lead remains in use. No patient complications have been reported as a result of this event.